Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report hospitalization due to low blood glucose and fractured fibula. Customer stated he broke his ankle from passing out due to low blood glucose. Blood glucose was 12 mg/dl. Customer was given intravenous drip treatment at the hospital for low blood glucose. Nothing further reported.